Manufacturer narrative:
Three (3) actual devices were received for evaluation. Visual inspection was performed and no physical defect could be identified of the reported issue by initial inspection. Upon functional testing, a leak was observed from the spike port cap at the spike port base of all samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 500 ml eva tpn bags leaked at the infusion port. There was no patient involvement. No additional information is available.